Event description:
This freedom driver was not supporting a patient. A syncardia clinical support specialist reported that while the freedom driver was being tested prior to shipment. It exhibited a fault alarm when one onboard battery was inserted. He also reported that the alarm did not resolve when the second onboard battery was inserted or when the driver was connected to an external power source. This alleged failure mode poses a low risk to a patient because the issue was observed when the driver was not supporting a patient. In addition, it would not prevent the driver was performing its life-sustaining functions. Although the freedom driver exhibited a fault alarm, the driver continued to function as intended. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.